Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of a thin wire-like (like a spider web) foreign material found inside the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. It was determined that the attachment was received in optical good condition assessing from the outside. Inside the device several bristles could be detected which also made it difficult to insert a cutter. It was further determined that the device passed all functional testing after a cutter device was inserted and locked to dedicate the handpiece. The device was fully dismantled, and it was found that several bristles of fiber most likely resulting from a cleaning brush was found. It was further determined that the device failed pretest for cutter insertion. It was observed that the most probable cause for the found defect was improper reprocessing. The assignable root cause was determined to be traced to environment, which is environmental conditions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, while the nurse was cleaning the attachment device with a brush, it was discovered that a thin wire-like (like a spider web) foreign material was inside the attachment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.